Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issue. Visual inspection found kink on the red lumen about 3.5 inches from the flag. No issue was found on the pigtail. There were no evidences indicate that if the red lumen was kinked out of the box or during using, therefore, the root cause of delivery issue was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to being implanted with an impella cp device for mechanical circulatory support. The pump damage at the red lumen/guidewire interaction. The impella was explanted and replaced with a new impella cp to address the issue. No patient harm was reported due to the issue.